Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. The user was firing at 100% firing power and continuously fired at this power. The user did, however, let off the foot pedal a few times to equalize. It was noted that the physician performed a biopsy prior to the ablation procedure and flushed the biopsy with a solution. There were no patient complications reported in relation to this event.